Event description:
Suspected mfg defect: the radiograph chair top fell off; no pt was in the chair at the time. Four base support screws pulled out of the aluminum mounting pedestal plate stripping the holes. The screws had to be replaced and the pedestal column aluminum mounting plate retapped to reattach the chair top.